Event description:
It was reported that, on the date of report, the doctor informed the patient that his leads had moved. The doctor would like the patient to meet with a manufacturer's representative for reprogramming. The patient had attempted to contact the local manufacturer's representative on the date of report but had been unable to reach her. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).